Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced during evaluation. A review of the event history log identified system error 345. Evaluation inspected the device, performing f368 testing and observing a 4-degree discrepancy between upper and lower thermistors during a 15 minute infusion test at normal temperature readings, falling within specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event was discovered during testing at the biomed service. There was no patient involvement. No additional information is available.